Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the end user entered the patient's weight in pounds in the "kg" field of the pump when inputting the data for infusion using guardrails drug library. The medication involved was heparin. There was patient involvement but the information on patient impact is not known.

Manufacturer narrative:
Omit: a140504 - inaccurate delivery (2339), b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b,c,d and g codes.

Event description:
It was reported that the end user entered the patient's weight in pounds in the "kg" field of the pump when inputting the data for infusion using guardrails drug library. The medication involved was heparin. There was patient involvement but the information on patient impact is not known.